Event description:
Event description guidant received information that both this atrial and right ventricular lead inhibited pacing. The leads also exhibited noise during myopotential exercises. There were no adverse patient effects.